Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was not reported. It was reported that the account called the rep and asked what to do in the event of a pump motor stall. The rep asked what happened and they said that the patient¿s family called and noticed withdrawal symptoms so they came to the office on (B)(6) 2019 and had it examined. The doctor called the rep when he was with the patient and interrogated the pump and told me that it read a motor stall occurred. The rep had him program a small bolus (which he wanted to do) and told him to update the pump and re-interrogate to see if the pump would recover from the stall, which it did not. There were no environmental/external/patient factors that may have led or contributed to the issue. Interventions/actions that were taken to resolve the issue included after being unable to recover from the motor stall by programming a small bolus, the doctor referred the patient to have the pump removed and replaced the following morning ((B)(6) 2019). The issue was resolved at the time of this report. The rep was in possession of the device and it would be returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
Interrogation of the device indicated that the device was being used to deliver 2,000 mcg/ml baclofen at 12.3 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2019. It was reported that the device was explanted on (B)(6) 2019 (also reported as (B)(6) 2019) and replaced with another device of the same manufacturer. It was reported that it was being used to deliver compounded baclofen. The patient was not in a clinical study, the device was used in the patient for treatment and there was no patient death. The patient experienced a sudden loss of therapy with the motor stall. The device was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.